Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported break and stretched were able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the hi-torque guide wires instructions for use, states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted that resistance was noted during retraction of the guide wire, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was retracted, resistance was met with the mildly tortuous anatomy resulting in the reported difficulty to remove. Manipulation of the device, using force, resulted in the reported stretched coils and ultimately resulted in the reported break/noted shaping ribbon detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, non-calcified lesion in the distal right coronary artery (rca). This was a st-elevation myocardial infarction (stemi) case. A balance middleweight guide wire was advanced to the target lesion without issue. Two xience sierra stents were deployed without reported issue to treat the target lesion, and the delivery systems were then removed from the patient without issue. Post-dilatation was successfully performed with an unspecified balloon dilatation catheter (bdc), and the bdc was removed without issue. The bmw was then retracted, but there was resistance with the anatomy. Force was applied, and guide wire was removed from the patient. Upon removal, it was noted that the distal end of the guide wire was completely stretched out, but the core remained intact. It was confirmed that guide wire tip coils did not separate from the core. The procedure concluded at this point. There were no adverse patient effects, and there was no clinically significant delay in the procedure. No additional information was provided.